Manufacturer narrative:
Continuation of d10: product ID: 3387s-40, lot# va2epul, implanted: (B)(6) 2022, product type: lead, product ID: 3387s-40, lot# va2c9as, implanted: (B)(6) 2022 and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that since (B)(6) 2023, from what the hcp recalls, this patient has always had this reaction, and they would have to reach out to other members of their team to see if this has happened since the beginning. This was the first time they had seen it via recording. Per the patient, this has been happening since the patient was implanted. Per patient, they can feel this when stimulation is turned on, turned off, or switches between open loop programs. The patient has one channel that has very low impedance. Hcp will be turning this lead to 0ma and switching from stimulation off to on to see if side effects still occur. Additional information was received reporting that the side effects were first observed at the beginning of the study. The root cause of the shocking-like side effects when stimulation is turned on/off was not determined. Actions/interventions taken included to mitigate turning stimulation on/off repeatedly, and not perform adaptive trials with patient. Patient already has soft start enabled. The side effects did not resolve, just avoided, and will continue with this plan.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have noticed about a patient who was still in a study with the summit system, have a somewhat extreme reaction every time they switch open loop programs or turn stimulation on. Essentially, they have a huge gasp and almost jump out of their chair. The patient can also feel when stimulation is turned off. The hcp recorded lfp when they switched dbs off yesterday and noticed there was a huge spike in lfp across all channels, which included all 3 leads in either hemisphere. The hcp initially assumed side effects but the patient described that turning stimulation on felt like a "bolt of lightning shooting through their head" however, it was not unbearable. To ease the mitigation of this side effect, they have switched the stimulation a while back to an 8 second soft start, but the patient can still feel this. It wasn't as severe but the patient felt the prolonged ramping. In the meantime, the hcp is refraining from trying any closed loop programs with this patient out of caution until further discussion.